Event description:
The customer reported that at the end of the procedure, the electrosurgical unit (esu) self-activated while the scrub tech was taking the electrocautery tip out of the megadyne electrocautery pencil. Less than a minute later, the unit self-activated again. The unknown esu pad was still on the patient while this was occurring. The circulator shut off the machine immediately and unplugged the pencil and the pad. There were no injuries that occurred due to the self-activation event. After the procedure, the unit was removed from the room and tested by the site's biomedical engineer. The unit was found to self-activate multiple times without any attachments (pencil or foot pedal) connected.

Manufacturer narrative:
(B)(4). The unit was returned and the investigation confirmed the reported self-activation condition. The investigation identified the root cause of this failure to be u4 on the audio footswitch board. The integrated circuit u4 was replaced to address the condition. The appropriate upgrades were implemented. The generator was calibrated and testing found the generator to function normally.